Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the wing screw of the adaptor cannot be connected properly to the oxygen flowmeter. The connection is not stable. No pt injury.